Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 8.0-8.1cm, 11.1-11.6cm, and 14.6-15.1 from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 11.4-11.9cm and 11.6-11.8cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. The (B)(4) coating was intact at these locations. Reliability laboratory technician. (B)(6).

Event description:
This report is to advise of an event observed during analysis.